Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event as no specific failure mode or patient injury was alleged against the kugel patch implanted in (B)(6) 2014. Without a lot number a review of the manufacturing could not be conducted. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. A second emdr file was created to address the ventralex hernia mesh implanted in (B)(6) 2014. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2014 - the patient underwent surgery for repair of an incisional hernia. A bard ventralex hernia patch was implanted to repair the hernia defect. On (B)(6) 2014 - the patient underwent an additional surgery where a bard kugel mesh was implanted to repair the hernia defect and the previously placed ventralex mesh was removed. The attorney alleges the patient experienced pain, additional surgical procedure, explant and that the patient was severely and permanently injured.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event as no specific failure mode or patient injury was alleged against the kugel patch implanted in (B)(6) of 2014. Without a lot number a review of the manufacturing could not be conducted. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. A second emdr file was created to address the ventralex hernia mesh implanted in (B)(6) 2014. Addendum: h11: this supplemental MDR is submitted to document additional information provided and to correct the catalog number: this emdr represents the mesh ¿ composix kugel (device #2). An additional emdr was submitted to represent the mesh ¿ ventralex (device #1). Based on the information received, the composix kugel (device 2) was implanted as part of a complicated procedure, and the cause of the patient¿s post procedure development of an abscess and seroma was not determined. In addition, the medical records provided to date, do not indicate intervention related to the composix kugel mesh (device 2), therefore no conclusions can be made. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2014 - the patient underwent surgery for repair of an incisional hernia. A bard ventralex hernia patch was implanted to repair the hernia defect. (B)(6) 2014 - the patient underwent an additional surgery where a bard kugel mesh was implanted to repair the hernia defect and the previously placed ventralex mesh was removed. The attorney alleges the patient experienced pain, additional surgical procedure, explant and that the patient was severely and permanently injured. Addendum per medical records: (B)(6) 2014 - the patient was diagnosed with incarcerated incisional ventral hernia and was scheduled for laparoscopic converted into open repair using a ventralex hernia patch. Per the operative report details, ¿a large ventralex bard mesh (device #1), placed this in the intraabdominal side with the ptfe towards the bowel. The mesh was then tacked up the area of the defect.¿ (B)(6) 2014 - patient developed abdominal pain. (B)(6) 2014 - the patient was diagnosed with recurrent incisional hernia and underwent excision of meshoma and mesh repair. As per op-notes, "the meshoma and scar tissue were excised away from the subcutaneous tissue. There was the defect where the mesh had pulled away in the right inferolateral region...I went ahead and excised the mesh (#1) from around the fascial defect and excised the mesh from the small bowel... The rest of the mesh (#1) was then excised from the intraabdominal/abdominal wall. After excising the mesh, I placed a bard kugel patch (composix kugel hernia patch ¿ device #2) within the abdomen that had excellent coverage." (B)(6) 2014 - the patient presented with abdominal pain. (B)(6) 2014, patient was diagnosed with abscess, periumbilical seroma and underwent aspiration. Attorney alleges that the patient experienced pain.